Event description:
The patient¿s family reported that the implantable neurostimulator (ins) was found to be turned off even though no operation had been performed and the device battery level remained at 100%. Environmental or external contributing factors that could have caused the event were unknown. Troubleshooting guidance was provided to turn the stimulation back on, and the patient was advised to monitor whether the battery charge decreased normally afterward. No surgical or medical intervention was performed. The cause of the stimulation being turned off was not determined and no further actions or interventions were scheduled. The resolution status of the issue remained unknown at the time of the report. There was no health damage reported; no complications were reported or anticipated.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.